Manufacturer narrative:
(B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was march 20, 2017 where it was reported that the device had a broken cord and the power cord assembly, power switch, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring were replaced. This is not a related issue. On may 3, 2019, it was reported that the fibers were broken. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. Product review of the electric dermatome on may 10, 2019 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications but on the lower end and the control bar was in the correct position. The wires on the power cord assembly were exposed and the head was visibly damaged. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on may 10, 2019 which included replacement of the plug harness assembly, end cap, seal/strain relief, o-ring, machined head, switch mount, motor, switch, motor seal, insulator, needle bearing, neckpiece, eccentric shaft assembly, reciprocating arm, bearings, internal retaining ring, spring seal, spring pin, vespel bearings, semicircle bearings, and thickness control shaft. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the electric dermatome had exposed wires on the power cord assembly, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the plug harness assembly, end cap, seal/strain relief, o-ring, machined head, switch mount, motor, switch, motor seal, insulator, needle bearing, neckpiece, eccentric shaft assembly, reciprocating arm, bearings, internal retaining ring, spring seal, spring pin, vespel bearings, semicircle bearings, and thickness control shaft were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the fibers were broken. Investigation found electric dermatome had exposed wires on the power cord assembly. The event occurred during pre-op testing. There was no harm in the event. No adverse events were reported as a result of this malfunction.